Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 patient presented with degenerative disc disease (ddd) with herniated disc at c5-c6 and c6-c7. Cervical radiculopathy with instability traumatic at c5/6 and c6/7. Cervical radiculopathy with disc herniation at c6/7 on the left side.¿ patient underwent anterior cervical fusion at c5-c6 and c6-c1 using cornerstone allograft bone. Number 6 lordotic cornerstone allograft bone was placed at levels c5-c6 and c6-c7 followed by anterior cervical plating without complication. The patient was taken to the recovery room in stable condition and noted to be neurologically intact. On (B)(6) 2008, patient is ¿approximately 6 weeks status post anterior cervical discectomy and fusion c5-c6 and c6-c7. He states the pre- operative arm pain is completely gone and his neck pain is only 40% of what it was pre-operatively. He has continued chronic pain in the low back going into the buttock, with radiation into the posterior thigh with no symptoms below the knee. The left leg is affected more than the right. No numbness, tingling or weakness.¿ on (B)(6) 2008, patient seen ¿1 year status post anterior cervical discectomy and fusion. He has some pain in the neck, but he is certainly better than he was preoperatively and has no arm symptoms. He is pleased with the results of surgery. His main problem now is the chronic low back pain, which he feels is getting worse month by month. This is a constant pain. It is worse with any activity including lifting, bending, twisting and even walking. He is most comfortable with bed rest. The pain will radiate down both legs to the posterior ,calf to the sole of the feet and to the toes with left side affected more than the right. There is associated intermittent numbness, tingling and a weak sensation in the legs. On (B)(6) 2012, ¿patient begins to feel dyspnea. He gets very anxious. Believes lower extremity (le) mildly more swollen. Denies fevers, chills, chest pain or palpitations, headaches, dizziness. States had been on ativan, ran out.¿ on (B)(6) 2012, patient ¿presents for a hospital follow up visit. Recently admitted, diagnosed with pneumonia, completed antibiotics. States breathing much better since hospital discharge. History of diabetes, continues: current medications including insulin, has not completed labs previously ordered, will complete and rto in 2 weeks to review results. History of hypertension, continues medications. History of back discomfort, controlled on pain medication. History of anxiety~ states has not taken medication in the past month and is experiencing worsening anxiety symptoms and panic attacks. No specific somatic complaint today.¿

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: degenerative disc disease with herniated disc at c5-6 and c6-7 and cervical radiculopathy with instability traumatic c5/6 and c6/7. Cervical radiculopathy with a disc herniation at c6/7 on the left side. Procedure: anterior cervical fusion c5-6 and c6-7 using allograft bone. Anterior cervical discectomy c5/6 for instability and c6/7 for herniated disc on the left side with subsequent fusion at both levels. A 40 mm anterior cervical plate and six 13 mm screws were used. On (B)(6) 2009: patient presented with following pre-op diagnosis: degenerative disc disease l5-s1 and traumatic disk degeneration l5-s1 . Procedure: posterior lumbar interbody fusion l5-s1 using interbody cage device with rhbmp-2/acs product with mastergraft and local autogenous bone graft with bilateral pedicle screw instrumentation and posterolateral fusion posterior lateral fusion l5-s1 and decompressive lumbar laminectomy of l5-s1 with 360 degree fusion using microscopy, fluoroscopy and intraoperative monitoring. Per-op notes: rhbmp-2/acs product was placed in the medullary portion of the interbody cage. On (B)(6) 2009: patient underwent CT stone protocol. Impression: status post level of l5-s1 laminectomy and pedicle screw placement with air seen within the epidural space and tiny droplet of retroperitoneal likely postoperative in nature recommend clinical correlation. On (B)(6) 2009: patient presented with low back-pain, right buttock pain (B)(6) 2010: patient presented for an office visit post 1 week of lumbar fusion with too much pain to return to work. On (B)(6)2010: patient underwent MRI of thoracic spine. Impression: bulging of the annuli at the t7-8 and t8-9 levels, there are small/ shallow central disc protrusions at the t6-7 and t7-8 levels. On (B)(6) 2010: patient underwent MRI of cervical spine. Impression: status post anterior fusion from c5-c7. No disc herniation or sig nificant central canal narrowing is seen at any level. There is bilateral foraminal stenosis from uncovertebral spurring at c3-4 c4-5 and c5-6 and mild left foraminal stenosis from uncovertebral spurring at c7. There is mild posterior bony proliferation to the right of midline at c5-6 which indents the thecal sac without significant central canal narrowing. On (B)(6) 2010: patient presented with different pain. Bilateral leg pain down to the toes. Numbness into the fingers, neck pain. On (B)(6) 2011, (B)(6) 2012: patient presented with diabetes mellitus, hypertension, acute renal insufficiency, mixed hyperlipidemia, anemia, anxiety, esophagitis, low back pain, acute sinusitis on an office visits. On (B)(6) 2012: patient presented with pain in both feet, hip down to his legs. On (B)(6) 2013: patient underwent MRI of right shoulder. Impression: interval development of articular sided partial tear infraspinatus and significant fraying supraspinatus. Diffuse capsular scarring extending to the anterior rotator interval. This can be seen in adhesive capsulitis. Superior labral tear. Interval progression from prior exam. Persistent subscapularis tendinopathy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that only select parts of rh-bmp2/acs kit (i.e. Only the rhbmp2/acs and collagen sponge) were used via a posterolateral approach and a transforaminal lumbar interbody fusion. He rhbmp2/acs collagen sponge was placed outside the cage(i.e. In the posterolateral gutters).post op, patient complained of worsening pain in the low back with associated pain, and radiculopathy in the lower extremity. Patient continues to experience severe chronic low back pain. He suffers from anxiety and depression as a result of his pain. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that the patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was unable to sit, stand or walk for any extended period and had pain even when lying down. The patient had difficulty urinating.